Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, following an intraocular lens (iol) implant procedure, the patient complained of a film over the left eye (os). The clinical reason was mentioned as iol displacement. The iol was explanted and exchanged with a non-company lens during a secondary implant procedure. Additional information has been requested.